Event description:
A carefusion clinical consultant was conducting device and administration set training with nurses in a practice simulation setting. The consultant set up the secondary infusion with minibag simulating an antibiotic secondary infusion and "drips poured out." There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer's report that the secondary back up into the primary was confirmed. Visual inspection an functional testing identified that the check valve membrane disc was off-center within the housing causing back flow. The root cause of the disc being off center was not identified.